Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent an explant procedure.